Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set separated between the lower fitment and the safety clamp causing the immune globulin infusion to leak. The rn reported that the tubing was not stretched prior use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set separation and leakage was confirmed. During visual inspection it was observed immediately that the silicone segment was completely separated from the lower fitment . The expected retainer ring for the lower fitment and silicone segment connection was not received. Further visual inspection of the separated silicone segment end noted o-ring indentations. On the silicone segment. Dimensional testing was performed on the pumping segment components (upper fitment, o-ring. Silicone and lower fitment). The sample measurements were within specification with no issues noted. The root cause of the failure was not identified.

Event description:
The customer reported that the set separated between the lower fitment and the safety clamp causing the immune globulin infusion to leak. The rn reported that the tubing was not stretched prior use. There was no report of patient harm.